Event description:
Customer's mother called reporting her daughter's insulin pump is having issues. Customer's blood glucose was unknown. Customer's mother stated her daughter's infusion pump is not infusing and it is not alarming when there is no delivery. Customer is also having high blood glucose for no apparent reason. Customer's mother was advised that the device's issues need to go through troubleshooting. Customer will call back and troubleshoot the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.